Event description:
It was reported that a pt presented to her physician after having an atec securmark biopsy site marker placed in her breast on (B)(6) 2015. Reportedly, sometime after the procedure she exhibited "welling and pain around the biopsy suture site that was suspicious for a possible cellulitis. This was treated with antibiotics (bactrim). She returned on (B)(6) 2015 with diffuse pain over the entire breast. On imaging, there was no evidence of abscess and only minimal changes consistent with some inflammation". The pt's past history is significant for multiple allergies including nickel. It is unk if the marker was removed.

Manufacturer narrative:
Lot number of the disposable device not provided by the complaint, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complaint. (B)(4).